Manufacturer narrative:
The insulin pump was monitored and had no display anomaly or missing segments or partial display noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that there was a black line going though the screen which was cutting off part of the screen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.